Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was tested the display was frozen. The boot loader firmware was updated. The device passed all testing.

Event description:
It was reported that the ventilator display was frozen. There was no patient involvement.